Manufacturer narrative:
The manufacturer unimax medical systems, inc. Is responsible for performing evaluation, investigation and any remedial actions related to this reported device issue per agreement with (B)(4).

Event description:
This is a voluntary distributor report. The (B)(4) sales representative reported on behalf of the user facility that during a procedure, while removing nodes, the sb534 bag broke. Upon attempts to gather additional information, the reporter stated that although unsure of his recollection of the events, one procedure required the initial incision to be widened to pull the specimen out. No procedural delay or patient injury was reported. No additional information regarding the current patient status or procedure was provided. Due to the incision needing to be widened to complete the procedure, this incident is raised based on a patient injury.